Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6949 implantable tachy lead (B)(6) 2006; c154dwk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had early battery depletion, and the left ventricular lead had high threshold and low impedance. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.